Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported difficult to position/sleeve steering issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip xtr was advanced to left atrium. The medial (m) knob was turned but the clip did not move in the intended direction. The clip delivery system (cds) was retracted to the steerable guide catheter (sgc) to confirm that the longitudinal alignment markers were aligned and the physician thought the markers were aligned. The cds was advanced to the left atrium again and m knob was applied, but it was the same result. This cds was removed and replaced with a new mitraclip xtr without further incident. Mr was reduced to trace with two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.